Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap popped out and also there are cracks by the battery compartment. Customer stated the insulin squirted out. Customer was advised that we will replace the pump and return the faulty product.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. The pump had a missing end cap sticker, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.